Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use. No abnormalities observed with the device and its components.

Event description:
The patient stated that in the past three weeks he has had 5 v-go 40 devices where the needle button has released on its own. The patient stated that yesterday where the needle release button released after only 15 minutes of engaging it.